Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy assisted distal gastrectomy at the 5th firing of the device at the time of closing the insertion port of delta anastomosis when comparing with the usual the jaws of the device were slightly opened, which was felt to be abnormal, and a new product was used just in case. After the procedure, the defective device was used and fired on the glove. Even if the glove was subtracted in the firing the firing resistance was strong, and the black return knob was hard to be returned. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.